Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 35mg/dl and hospitalization. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
After further review of the complaint, it was determined was filled out incorrectly in the initial complaint. The doctor of the customer called to ask questions related to the low blood glucose incident on (B)(6) 2016. The doctor explains she is observing carelink professional insulin pump upload report and says that she sees that before customer had the severe low, he had filled his tubing and it was filled 0.0u also, no fill cannula was done for this set change when customer usually does fill the cannula; the doctor inquires if this gives any clue as to what could have caused the low blood glucose. The doctor was advised sometimes customers will manually prime pump, then during priming phase on screen will get to 0.0 and escape out. The doctor was advised we do not recommending this way because the insulin pump has a safety feature that detects blockage during priming phase. Explained if customer had pressed escape key at prompt fill cannula act to fill escape to skip, there would be no fill cannula shown in reports. No further assistance was required.

Event description:
It was reported via phone call that the customer had two incidents of low blood glucose, the first incident on (B)(6) 2016 with blood glucose of 35 mg/dl and hospitalization; and the second incident on (B)(6) 2016 with blood glucose of 31 mg/dl. The customer declined to troubleshoot.